Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile/capacitor voltage faults) was confirmed. Upon receipt, the monitor failed incoming functionality testing. The cause for the test failure was isolated to contamination on pca connectors j1002. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4) and reported that monitor produced discharge profile faults and capacitor voltage faults.